Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) lost consciousness at home. Upon examination in the emergency room, the device paced at 30 bpm for two beats, during a manual intrinsic amplitude test that occurred was performed when an atr episode was being stored. A guidant technical services consultant discussed that this was normal device operation. The physician believed the patient's loss of consciousness was caused by a loss of av synchrony.

Event description:
Guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) lost consciousness at home. Upon examination in the emergency room, the device paced at 30 bpm for two beats, during a manual intrinsic amplitude test that was performed while an atr episode was being stored. A guidant technical services consultant discussed that this was normal device operation. The physician believed the patient's loss of consciousness was caused by a loss of av synchrony.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should guidant receive additional information related to this clinical observation, this event will be reopened and updated. Approximately five years later this device was explanted and returned for analysis following the death of this patient. There were no further issues reported while the device was implanted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.